Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: [cholangiography of cystic duct]. Event description: event date is unknown. Hospital: [(B)(6)]. Link complaints: complaint 1 of 3 - (B)(4). Complaint 2 of 3 - (B)(4). Complaint 3 of 3 - (B)(4). Ai translation: discontinuation of marketing of the cholangiography catheter 1.5mm 47.5 cm from [brand redacted] (ref (B)(4)), replaced in our centre by the applied catheter (ref (B)(4)). Use of the applied cholangiography kit systematic. The kit perforated the cystic duct posteriorly, preventing cholangiography and required more distal dissection of the cystic duct cystic duct in contact with the common bile duct (more dangerous procedure). Number of patients or persons concerned: (B)(4). Number of devices involved: (B)(4). Is this type of incident foreseen in the manufacturer's instructions for use? Dk. Classification of incident: serious deterioration in state of health. Reporting status (from a to n): c. - perforation of the cystic duct: length of surgery prolonged surgery, more risky surgical procedures risk. - cholangiography not performed - no possibility of possibility of knowing whether there is lithiasis of the main bile duct. - addition of a drainage blade to prevent of a bile leak. - prolongation of hospital stay (4 days when the patient should have been an outpatient). 2 other patients: perforation of the cystic duct cystic duct perforation, cholangiography not performed (therefore no possibility of knowing whether of lithiasis of the main bile duct). No additional drainage blade, no prolongation of hospital stay. Actions taken in the establishment: surgeons very reluctant to continue using this device, which is dangerous for patients. The dm which was available before it was was much more suitable for this type of surgery. Additional information received from an applied medical representative via customer via email on (B)(6)2024: have updated, intervention, product npr as per follow up. Ai translation: for the 1st question, a prolonged hospitalization of a few days was necessary because a drainage blade was put in place for fear of a bile leak at the level of the perforation which was difficult to see because posterior. I saw her again a short time ago and she was fine, with no after-effects. For the 2 other patients : the 2nd posterior perforation did not need to be drained because I was certain of the level of the perforation on the cystic duct and was able to clip below it. Despite this, cholangiography could not be performed, which is annoying in lithiasis migration syndromes such as this patient's. As far as I'm concerned, the reason for these 2 perforations is that the diameter of the tip of the kt is too large, forcing it to enter the cystic duct, with a risk of protrusion which, if the cystic duct is curved, leads to posterior perforation. Particular anatomy, with highly contoured cystics, can also lead to posterior perforation. Finally, the tearing of the cystic duct by the kt is also a risk of cholangiography failure, and cannot be accepted for this type of material. The kt is less easy to handle, and the balloon, which is supposed to provide a seal, sometimes fails in wide cystics, so you have to "tinker" to get a correct image (adding clips to the kt and the cystic, which weakens the cystic and increases the risk of rupture). The devices have not been returned to us, so they are not available for resending, sorry. Additional information received from customer via an applied medical representative via email in french on (B)(6)2024: as stated by the territory manager ' in short there were no complications for the two other patients. Have updated patients status. Ai translation: in the case of the other 2 patients, there was no need for additional surgery or prolonged hospitalisation. The ¿only¿ consequence was a loss of chance of diagnosis, as it was not possible to perform the cholangiography once the adverse event had occurred. Additional information received by applied medical rep via customer via email on (B)(6)2024: hello, please find below the summary of our meeting with the surgeon regarding the incidents with our aerostat catheter: presentation of the catheter - avantages, benefits, contre indications. Surgeon performs a cholangiography systematically on all of his lap choles. Satisfied with our catheter however, has had the cystic duct perforated in 4 out of 12 lap choles he was not aware of the 3 levels of opening the umbrella, it was shown to him during the meeting and we also mentionned that our catheter is recommended for 2-6,7mm ducts. Also, surgeon is not satisfied with the rigidity of the metal of our catheter as well as the tip which is according to him to big. Most of the incidents occurred when the cystic duct was inflamed. The surgeon began using our catheter by ordering via our catalog as he was using the [competitor device] one for many years but the company stopped its commercialization. Additional information received by applied medical rep via customer via email on (B)(6)2024: last week ((B)(6) 2024), I visited [doctor] at [hospital name] in france with the tm responsible for this account. The purpose of our visit was to understand the incidents reported over the past months regarding our aerostat cholangiography catheter (c1002), follow up on patient statuses, and gather additional feedback to aid in the investigation. Please see the latest communications from tm attached. The related complaint numbers are as follows: complaint # alert date (B)(4) (B)(6)2024. (B)(4) (B)(6)2024. (B)(4) (B)(6)2024. [Doctor] previously used the [competitor device] but switched to our aerostat due to the obsolescence of the former and its availability at [hospital name], where colleagues like [doctor 2] also use it. After multiple uses, [doctor] provided the following feedback: - patient status: all four patients involved in the incidents recovered without further complications post-surgery. - rigid tip issues: the rigid tip of the c1002 does not allow him to accommodate to all types and sizes of cystic ducts o the tip is too large for small and thin cystic ducts. O it is challenging to maintain the catheter in place within very large cystic ducts, even with the mesh cone fully occluded. - insertion difficulties: o there is a noticeable drag force when inserting the catheter through the introducer sheath, complicating the control of the applied force. O a more flexible catheter would allow easier insertion regardless of cystic duct anatomy. - potential risks: o when patients are in the supine position during cholangiography, the liver can exert pressure on the cystic duct. Because the tip of our catheter is rigid, it could potentially lead into damage or perforation of the cystic duct (it has not happened to him, but he is concerned it could potentially happen). He mentioned that this is not a concern for him with other polymer and more flexible catheters. Type of intervention: [2nd posterior perforation did not need to be drained because I was certain of the level of the perforation on the cystic duct and was able to clip below it. Despite this, cholangiography could not be performed.] Patient status: [there was no need for additional surgery or prolonged hospitalisation.]

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation

Event description:
Procedure performed: [cholangiography of cystic duct]. Event description: event date is unknown hospital: [hospital name] [link complaints: complaint 1 of 3 - (B)(4) complaint 2 of 3 - (B)(4). Complaint 3 of 3 - (B)(4). Original text: lien avec rupture d¿approvisionnement d¿un autre dispositif médical -> arrêt de commercialisation du cathéter de cholangiographie 1,5mm 47,5 cm de chez [brand redacted] (ref 965500), remplacé dans notre centre par celui de chez applied (ref c1002). Utilisation du kit applied pour cholangiographie systématique. Le kit a perforé le canal cystique en postérieur, empêchant la cholangiographie et nécessitant la dissection plus distale du canal cystique en contact avec le cholédoque (geste plus dangereux). Nombre de patients ou personnes concernées: 3. Nombre de dispositifs concernés: 3. Ce type d¿incident est-il prévu dans la notice d¿utilisation du fabricant ?: nsp classification de l'incident: dégradation grave de l'état de santé situation du signalement (de a à n): c. Perforation du canal cystique : durée de la chirurgie prolongée, gestes chirurgicaux plus à risque. Non réalisation de la cholangiographie -> pas possibilité de savoir si présence d'une lithiase de la voie biliaire principale. Rajout d'une lame de drainage en prévention d'une fuite biliaire. Prolongation d'hospitalisation (4j alors que la patiente devait être en ambulatoire) pour les 2 autres patients : perforation du canal cystique, non réalisation de la cholangiographie. (Donc pas de possibilité de savoir si présence d'une lithiase de la voie biliaire principale) pas d'ajout de lame de drainage, pas de prolongation d'hospitalisation. Actions entreprises dans l¿établissement : chirurgiens très réfractaires à continuer d'utiliser ce dispositif qui est dangereux pour les patients. Le dm qui était disponible avant arrêt de commercialisation convenait beaucoup mieux. Ai translation: discontinuation of marketing of the cholangiography catheter 1.5mm 47.5 cm from [brand redacted] (ref 965500), replaced in our centre by the applied catheter (ref c1002). Use of the applied cholangiography kit systematic. The kit perforated the cystic duct posteriorly, preventing cholangiography and required more distal dissection of the cystic duct cystic duct in contact with the common bile duct (more more dangerous procedure). Number of patients or persons concerned: 3. Number of devices involved : 3. Is this type of incident foreseen in the manufacturer's instructions for use? : dk. Classification of incident: serious deterioration in state of health reporting status (from a to n): c. Perforation of the cystic duct: length of surgery prolonged surgery, more risky surgical procedures risk. Cholangiography not performed -> no possibility of possibility of knowing whether there is lithiasis of the main bile duct. Addition of a drainage blade to prevent of a bile leak. Prolongation of hospital stay (4 days when the patient should have been an outpatient). 2 other patients: perforation of the cystic duct cystic duct perforation, cholangiography not performed (therefore no possibility of knowing whether of lithiasis of the main bile duct). No additional drainage blade, no prolongation of hospital stay. Actions taken in the establishment: surgeons very reluctant to continue using this device, which is dangerous for patients. The dm which was available before it was much more suitable for this type of surgery.] Type of intervention: [required more distal dissection of the cystic duct and addition of a drainage blade to prevent of a bile leak.] Patient status: [serious deterioration in state of health.]